Manufacturer narrative:
This report is being supplemented to provide the device's unique device identifier (UDI).

Manufacturer narrative:
Communication with the customer noted could not obtain any information other than the power supply used (vio200s). The incision mode and hemostasis mode, the output mode at the time of occurrence, the contact state of the wire to the tissue at the time of occurrence were asked during the follow up, however, customer did not provide the requested information. The subject device was received and evaluated . Device evaluation found the knife wire was broken. The broken part noted to be charred black and melted. Diameter was measured and inspected and observed no abnormalities. The length of the knife wire and wire coating confirmed to be normal and no defects. Legal manufacturer investigation : the dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Instruction for use (IFU) - this instruction manual (drawing no. Gk6224, revision no.7) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Based on the device evaluation and verification , it was confirmed that the knife had been energized. Therefore, it is assumed that the knife breakage was caused by the electric current. 1.the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2.under circumstances described above (description #1), an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Based on the above, it was assumed that the device was energized when it was first used, and that it was no longer energized due to the knife breakage. Olympus will continue to monitor complaints for this device.

Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure ), an electrical failure (no output) occurred and the nipple could not be incised. There was no error message observed. The intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found the knife wire was broken, charred and melted. This report is being submitted for the broken knife wire found on device evaluation.